Manufacturer narrative:
Insulin pump received with broken battery tube threads. Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, unexpected restart. A cold reset was performed test error test, rewind, basic occlusion, occlusion, prime or compromised force sensor system and excessive no delivery test due to blank display.

Event description:
Customer reported via phone call that the insulin pump had physical damage at the battery compartment. Customer's blood glucose value was unknown. Insulin pump will be returned for analysis.